Manufacturer narrative:
(B)(4). Visual inspection of the returned device found the most distal thread form was deformed. The entire threaded portion of the device were slightly worn. The threads and core of the device were discolored. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. Although no definitive root-cause can be determined, it is possible that the device experienced unintended forces due to over-torque / off-axis tightening. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female patient, born (B)(6), was treated today ((B)(6) 2019) with the expedium verse advanced set (orthokit, see screenshot of reservation) at l3-l4. When the correction cap was inserted, it was tilted in the long head of the expedium verse advanced screw so much that the long thread of two screws was defective and a total of 6 correction caps were defective. At the final tightening with torque of the inner adjusting screw in one situation the inner adjusting screw was so defective that it broke. Surgical delay about 1 hour, procedure was completed with modular end caps after they changed two screws.